Event description:
Per the edwards lifesciences field clinical specialist report, there was an annular rupture after the implantation of a 26mm sapien valve during a transfemoral tavr procedure. Case summary: the aortic annulus diameter measured 22mm by tee, 20.5mmx28mm by 3d tee, and 22.4mmx28mm by CT, with very bulky calcification on the leaflets and a large chunk of calcium extending into the left ventricular outflow tract (lvot). In addition, it was reported that the sinotubular junction (stj) diameter measured 26mm and the sinus of valsalva (sov) diameter measured 29mm. Bav was done with a 20x4 z-med balloon. Mild aortic insufficiency (ai) was noticed just after bav. A 26mm sapien valve was prepped and implanted 50:50 across the aortic annulus. Immediately after implant the diastolic pressure remained low. Tee showed only trace to mild ai, but after removing the wire an angio showed moderate ai. It also appeared that a native leaflet was close to the left main ostium (lm) and the possibility of native leaflet overhang was considered to be a possible cause of ai. Upon imaging, the lm did not appear to be obstructed but there appeared to be mild staining of the root. Tee revealed a small pericardial effusion and blood entering the pleural space. The patient became hypotensive and the chest was opened to relieve the tamponade and an immediate increase in blood pressure resulted. A large annular hematoma that appeared to be growing was seen on tee. A decision was made to fully open the chest, place the patient on full cps to explore the cause of the bleeding. To repair the annular rupture the sapien valve was explanted and replaced with a 21mm surgical pericardial valve. Cardioplegia was discontinued and the heart restarted, there was still bleeding from the initial annular rupture site and attempts were made to place a pericardial patch at the bleeding site. The patient was successfully weaned from cps and bleeding was monitored while the heparin was reversed. The chest was closed and the patient was transferred to the unit for close monitoring. The next day the patient was taken back to the or to be ¿washed out¿, but otherwise the bleeding had already stopped. It was reported that the patient was extubated 5 days later and was in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. = 4 mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the reported annular rupture and moderate ai noticed after the 26mm sapien valve deployment cannot be confirmed. However, per report the patient¿s aortic annulus measured 20.5mm x 28mm by the 3d tee, had very bulky leaflet calcification and a large piece of calcium which extended into the lvot. It is possible that a calcific nodule caused the vascular injury. In addition, it was informed that a native leaflet overhang was considered to be a possible cause of ai. The device was not available for evaluation, as it was discarded by the site. Per report the events were not considered to be related to a malfunction of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.